Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The fse evaluated the device onsite and determined the self test was failed. The fse cleaned the paddles and paddle tray and the device was returned to full functionality. The device remains at the customer's site and no further evaluation is warranted at this time.